Event description:
Second revision surgery - due to the patient developing an infection. The surgeon performed an incision and drainage on the patient. Then he replaced the femoral head, offset sleeve, and acetabular liner; the components were stable. Reference first revision (B)(6), date of surgery (B)(6) 2013.